Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID 3550-05, lot# not provided, product type accessory. (B)(4). Final device analysis of extension revealed the following: the #0 connector block was twisted in the molded rubber.

Event description:
It was reported the extension was replaced when a new implantable neurostimulator was implanted. It was also reported the connector block of the #0 electrode on the extension was distorted obliquely and it was difficult to be uncoupled. It was reported the extension was used for test stimulation. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).